Event description:
It was reported that while a surgeon was performing an open reduction internal fixation of a lisfranc fracture, using synthes 4.0 cannulated screws, he noticed that a portion of the guide wire (approx. 30mm) had broken off and was still in the patient (distal to the tip of the 4.0 cannulated screw). It was explained that operatively the surgeon first inserted a 1.25 mm guide wire into the patient¿s foot, then countersank the area, measured the length with a depth gauge, and then inserted the 4.0 x 42mm cannulated screw manually with the handheld screwdriver. He then removed the 1.25 mm guide pins with a power driver. When surgeon took x -rays, he noted the guide wire broken off in the patient. This delayed the procedure for approximately 10 minutes as he took more x-rays to aid in his decision to attempt recovery of the broken piece that remained in the patient. Upon inspection of the x-rays, the surgeon decided the he would likely do "more bad then good" and left the broken piece of the 1.25mm guide wire in the patient. The surgeon reported that a revision surgery may be required if the fragment advances to an articular surface and subsequently causes pain. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Age at time of the event not reported. Patient weight not reported. Original implant date: (B)(6) 2015. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.